Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to operator error. The device used for the treatment. It was unknown whether the device related to the reported event or met specifications. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during the catheter insertion into the patient the catheter reached the prostate and the last 4 inches of the catheter at the connector collapsed. It was also stated that while the catheter at the width of a 16 fr at the tip it was probably 12 fr at the connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the patient was inserting the catheter, it reached the prostate, and the last 4 inches of the catheter at the connector collapsed. It stated that while it was the width of a 16fr at the tip, it was probably 12 fr at the connector.